Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-ttte and lot number 1297084, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. Device reported to be discarded.

Event description:
It was reported by a patient through the arthrex website that the patient had undergone a left tka procedure on (B)(6) 2015. During the procedure the following arthrex parts were implanted: tibial tray-size 4, ar-503-ttte, lot 1297084 ((B)(4)), femoral implant, ar-516-4l, lot 1361640, bearing implant, ar-513-be16, lot 113601331a ((B)(4)) and patella implant, ar-504-psc9, lot 113601437. Patient underwent a revision surgery due to tibial loosening on (B)(6) 2016. Per (B)(6) 2016 revision operative report: the poly bearing implant was removed. The patient's femoral component was evaluated and found to be secure. The interface between the tibial component was disrupted with a osteotome and the tibial component was removed without difficulty. Operative report noted that the component was loose. To complete the procedure a tibial tray - size 3 and an 18 mm poly bearing implant were implanted. Cultures were taken during the revision procedure: gram stain revealed: white blood cells - few, epithelial cells - none observed and bacteria - non observed. Wound culture revealed: no growth. Anaerobic culture revealed: no anaerobes were recovered.